Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer¿s current blood glucose level was 169 mg/dl. Customer stated that insulin pump had pump error alarm as well as battery out limit alarm. The insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Device had displayable history crc check failed on startup alarm in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files. Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed unexpected restart error test and all operating currents test.